Event description:
Reporter is consumer who states that he's not getting enough insulin. He states this package of insulin syringes are thinner than his usual supply. By his calculations the syringe should be delivering .3cc, but is actually delivering 1/2 that amount (.15cc). He has sent the syringes to the MFR to measure with the 30 gauge needles and they refute his findings. He wants FDA to investigate.